Event description:
It was reported that the 9900 system lost pt images and data. Also, the dose output was measured 21in in boost mode and 10.35in in normal. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The max dose output was adjusted down during the service call. The system was tested and found to be working as intended and put back into service.